Manufacturer narrative:
Impact of this issue: a surgery was postponed because it was judged that the clinical follow-up is an adequate treatment at present based on the pathological diagnosis findings reference to scale not set correctly. Doctors at the hospital re-diagnosed the patient and surgery was performed using an endoscope in (B)(6) 2022. Since then, the hospital has not contacted evident regarding patient's prognosis. Corrective action: evident opened two corrective action. CAPA no. Fy2023-co0008 opened on (B)(6) 2022. This is corrective action about risk assessment process. Fy2023-co0009 opened on 13 feb, 2023. This CAPA was opened as a result of investigation in fy2023-co0008. This is corrective action about the procedure of software set up.

Event description:
Problem: customer pointed out that there are a difference between the actual length of the specimen and the value displayed by the software. Despite customer used a combination of dp27 and 0.5xc mount adapter, the camera adapter magnification was registered as 1x on cellsens software.

Manufacturer narrative:
Issue: the scale of imaging software was not correct. Then the size of specimen displayed at half. Similar complaint in the past: medwatch#(B)(4). Cause: sales rep re-installed cellsens software to pc at the hospital on (B)(6) 2021. The camera adapter on the microscope was tv0.5x. Sales rep missed to set the camera adapter setting (tv0.5x) on cellsens. Then the camera adaptor setting on cellsens software set tx1.0x as a default software setting. Impact: it is possible that the surgery was postponed because it was judged that the clinical follow-up is an adequate treatment at present based on the pathological diagnosis findings. Sampling of pathological specimens before (B)(6) 2021 was confirmed, but no measurement abnormalities were found. The risk is under investigation at the hospital. Correction: sales rep changed the setting from tv1.0x to tv0.5x on september, 2022 after the complaint.